Manufacturer narrative:
FDA esg webtrader account was disabled, a new account was set up to submit MDR's and so the delay in submission.

Event description:
When staff moved the lift motor to the end of the track to get it out of way it came out of the guide rail at the end of the track and the carry bar had struck the client. The client was in wheel chair under the gate while the carry bar struck him in the left thigh.